Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood in the inflation lumen and the balloon was loosely folded, which is consistent with the reported use of the device and a leak or balloon rupture. A new indeflator was used in an attempt to pressurize the catheter and the analysis confirmed that there was a pinhole in the balloon over the proximal balloon marker. There was also a scratch noted in the balloon adjacent to the pinhole, extending distally for a length of 1 cm. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, insufficient preparation prior to use or from interactions with other devices. Information received from the account stated that the balloon was initially soaked and prepared outside the body per the instructions for use. As there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. Additionally, the lesion was mildly calcified and 90% stenosed, which likely contributed to the reported incident. Scanning electron microscopy (sem) analysis indicated a leak located along a scratch which extended into the working length of the balloon. Mechanical damage, tearing and additional scratches were observed on the outer surface near the leak. The sem report determined that the balloon failure was likely attributed to mechanical damage to the outer surface of the balloon. It is likely that the balloon interacted with the calcified lesion upon inflation attempts such that the balloon material became damaged (scratched) and ultimately ruptured during the fourth inflation. Based on the information provided and the analysis of the returned product, the reported incident appears to be related to circumstances of the procedure and not a product quality deficiency. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any related nonconforming material record issues with this lot, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for balloon ruptures from this lot. There is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that a mini trek balloon dilation catheter (bdc) was used to predilate a mildly calcified, concentric, 90% stenosed de novo lesion to the left anterior descending artery (lad). The mini trek balloon ruptured at rated burst pressure (rbp) on the fourth inflation of 14 atmospheres, for 20 seconds. No resistance occured during advancement or retraction in the lesion. Predilatation was completed using another mini trek balloon. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.